Event description:
It was reported that the device was replaced early and the battery depleted faster than average due to chronic high atrial thresholds. The atrial lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies.